Manufacturer narrative:
The used device was discarded, however, there is a sister sample that will be returned for testing and investigation.

Event description:
The event involved a leak of chemotherapy during priming of a plum set. The medication involved was taxol and the leak was noted from the filter of the infusion set. The problem was detected prior to direct patient use. There was no serious injury or death, no blood loss that was clinically significant, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequence and there was no medical or surgical intervention required. The device was changed with no further problems encountered. This report captures 1 of 4 events.

Manufacturer narrative:
No list # 140099290 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.